Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained that a large amount of air had entered into the disposable set. The patient explained he was connected properly and did not disconnect at any time. Gts had the patient cycle power to clear the error and advised the patient to start over with a new cassette and bags. Product surveillance contacted the patient who explained they did not notice any defects with the supplies. The patient was able to provide the lot information and a companion sample. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The customer elected not to return companion sample.this report of a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. A batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.